Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed to open when accessed and nursing staff had to pull the pocket out to retrieve items. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed to open when accessed and nursing staff had to pull the pocket out to retrieve items. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 in the main unit did not open when accessed. Users had to manually pull the pocket out to retrieve the contents. A field service engineer (fse) investigated an issue with main drawer 2.2, which was failing to release on its own. Upon inspection, it was determined that the front of the drawer was not properly supported by the glide rails. The fse replaced the broken c-channel on the left side of drawer position. The system functioned as intended after the field service engineer repaired the device.